Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comments that the floppy drive was inoperable and that the stylus and cursor are not aligned at the top right corner. All found defective parts were replaced and all other identified issues were resolved. Reconfigured hard drive, reloaded and updated software and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the floppy drive of the programmer was not functioning. The user was unable to calibrate the new stylus and reports there was difficulty with the top right and right side of the programmer screen. The programmer was returned for service. There was no patient involvement.